Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue: the battery compartment is cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the pump black box revealed that the data from the date of the complaint was overwritten. The current black box showed no evidence of a short battery life. The battery cap was able to fully tighten. The battery compartment was found to be cracked below the grip pad. The current draws were within specifications. The ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture of loose components observed inside the pump. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.